Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) had a "syncopial" episode and was in the emergency room. Review found device was operating as programmed, and the physician did not want field representative paged to test thresholds. The thresholds were not confirmed at the time of the event. The device remains in-service. No additional adverse patient effects were reported.